Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#:unknown), unknown ligasur, unknown ligasure instrument (lot#:unknown) tianyang mao. "Indocyanine green fuorescence imaging (icg-fi) in difcult laparoscopic hepatectomy for hepatocellular carcinoma: a retrospective propensity score¿matched analysis". 2025. Https://doi.org/10.1007/s00464-025-11707-3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 178 cases of liver malignancies requiring laparoscopic hepatectomy using either white light or indocyanine green fluorescence guidance was completed between (B)(6) 2018 and (B)(6) 2023. Liver parenchymal transection was performed using ligasure or a competitor device. Complications mentioned include bile leakage and bleeding. Interventions include conversion to open and readmission.